Event description:
The central monitoring system (cns) powered off, user restarted the cns, but it would not come on. Customer vacuumed the chassis and reset all cables and found pc restarted but the monitoring application did not open and the windows desktop had no icons. MFR ref#: 8030229-2014-00044.